Manufacturer narrative:
All operating currents were within specifications. Unable to prime during the prime test due to a faulty force sensor. Unable to complete the functional test due to the prime anomaly. The insulin pump had a noisy motor due to a faulty motor. The insulin pump had a cracked case on the liquid crystal display window corners, a scratched liquid crystal display window and a missing end cap sticker.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 685 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that insulin did not exit the tubing during the manual prime. The insulin pump did pass the high pressure test. The customer stated that she was not comfortable with the insulin pump, and requested a replacement insulin pump. Nothing further was reported.